Event description:
The incident occurred in 2001, during an endoscopic vein harvesting procedure. The co2 embolism was noticed at the beginning of the procedure. The dissection had not yet been completed. Only the "btt" short port and the cannula with conical tip of the uniport plus were being used. The anterior pass had not yet been completed. When the co2 embolism occurred, the case was converted from off-pump to on-pump in order to relieve the patient form the gas embolism. The patient was last reported to be in good condition.